Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the threaded bolt's tip had fractured. Strike plate shows signs of previous uses. The device exhibited wear and tear consistent with use over a potential field age of approximately 9 years and 6 months. Review of the device history records identified no deviations or anomalies during manufacturing. Supplier's device history records were not reviewed as the device has had a field age of 9 years 6 months and shows signs of previous uses. Review of receiving inspection report confirmed that the materials utilized were conforming to specifications. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial surgery the locking screw inside the cup inserter snapped while being impacted. There was no patient impact or delay in procedure. Attempts have been made and additional information on the reported event is unavailable at this time.